Event description:
It was reported that the insulin pump alarmed motor error during normal use. The insulin pump was not exposed to high magnetic fields. Troubleshooting was performed, and the insulin pump failed the displacement test. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, prime and excessive no delivery test. However, the insulin pump was received motor error alarm during occlusion test due to faulty force sensor resistor. No displacement anomalies noted and rewind functioned properly during testing. The motor passed the motor test. The insulin pump received with corroded battery tube, corroded battery cap contact, cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.